Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was provided guidance on putting the pump into storage mode before returning it to tandem, with the use of a pre-paid label and return box via ups within 10 days.